Event description:
A malfunction alert identified as "malf 12" was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Ultimately, the customer reverted to an alternate method of insulin delivery.